Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not pair a freestyle libre 3 plus sensor with the ilet because the sensor had already been paired to the abbott libre 3 plus app; the user was instructed to remove the abbott app and was educated to scan on the ilet app only and use bg run mode. The user reported a fingerstick glucose peak of 309 mg/dl with no associated symptoms. Outcomes included use of bg run mode and referral to the healthcare provider for guidance on interim therapy while awaiting a replacement sensor from abbott. User support included customer support troubleshooting, user education, and transfer to the sensor manufacturer for replacement coordination. Investigation of this case revealed that the sensor was in use by another device, preventing pairing with the ilet; no device malfunction of the ilet was identified, and the issue related to sensor pairing workflow and third-party app use. It was concluded, based on previously established findings for similar reports, that user setup error and use of the sensor with a non-ilet app caused the pairing conflict.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.